Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a surgery it was reported that the app stated the localizer faulted. By the time the site called it in, they were in the process of loading the software back up again after rebooting the system. When they got in the software again, the localizer error had corrected itself so they could continue surgery. The caller was quick to hang upso no additional information was available. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.